Event description:
It was reported that the patient scs (spinal cord stimulator) never helped with the pain relief. The patient underwent an explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn :m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7052482.